Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary:the driveline cable segment associated with (B)(6), and driveline boot cover (lot no. R020408) associated with surgical tool kit (lot no. 1327936) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. There was no evidence that (B)(4) or associated driveline boot cover had previously been serviced. Review of the (B)(4) and r020408¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Visual inspection of the returned driveline boot cover revealed that the driveline cover was in a damaged condition, which corresponds with the stuck driveline cover removal procedure; therefore, functional testing and dimensional verification could not be performed. Visual inspection and visual evidence provided by the site also revealed foreign material within the driveline boot cover and around the driveline cable connector, likely due to the handling of the device. Additionally, visual inspection revealed discoloration around the edge of the driveline cover. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. Failure analysis of the returned driveline segment revealed that the device passed functional testing. Visual inspection and visual evidence provided revealed damage to the outer sheath and inner lumen in addition to nicked wires. Damage to the insulation was observed on the red and green wires, associated with the rear stator, leading to exposed wires. Visual inspection also revealed severe dis coloration of the outer sheath and damage to the strain relief. Log file analysis revealed five (5) electrical fault alarms and several reactivation events logged since 23/jul/2023 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front-stator only). Fifty-two (52) high watt alarms were recorded since 23/jul/2023 due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged on 03/aug/2023 at 13:11:26 indicating a physical disconnection of the driveline from the controller. As a result, the reported events were confirmed. A driveline splice procedure was performed to mitigate the reported driveline sheath conditions. A driveline cover removal was performed to mitigate the reported driveline cover condition, which corresponds with the returned driveline cover in a damaged condition. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported inability to remove the driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Based on historical review of similar events, the most likely root cause of the reported driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events, the most likely root cause of the observed strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or the handling of the device. The most likely root cause of the electrical fault alarms, high watt alarms, observed reactivations, and overcurrent condition can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on the investigation conducted, the most likely root cause of the damage to driveline cable outer sheath, inner lumen, and wires may be attributed to the reported driveline getting caught in the car door, leaving the wires exposed. Additional products: d1: driveline cover d4: r020408 d9: yes, return date:28-aug-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to b5. Additional products: unknown driveline cover d9: yes, return date: 28-aug-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) remains in use and that the damaged portion of driveline cable and the driveline cover were removed from use.

Event description:
It was reported that the patient got their driveline caught in a car door. The driveline exhibited damage including exposed wires five inches away from the exit site. The patient left the wires exposed. One of the wires was damaged causing electrical faults with intermittent high flows and high watts. The patient was prepped inpatient for a driveline splice repair to be performed. The driveline was discolored throughout, and the driveline cover was stuck and had to be removed prior to the splice repair. Servicing was performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / lot #: / UDI #: d9: no h4: mfg date: h5: no ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Products: driveline cover d4: serial or lot#: r020408. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.